Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reds2336 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reds2336) have been reported from the same facility in (B)(6).

Event description:
It was reported that the "catheter outside the patient broke and then separated to two parts." No other information was provided.

Event description:
It was reported that the "catheter outside the patient broke and then separated to two parts." No other information was provided.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken catheter is confirmed and was determined to be use related. One 2 fr per-q-cath was returned for evaluation. An initial visual observation showed use residue on the returned sample. The catheter was returned in two segments, broken at the 0 cm depth marker, approximately 5 mm distal to the strain relief. Tensile weakness was observed in the distal catheter segment from around the 6 cm depth marker to the proximal end of the catheter segment. A microscopic observation revealed the break sites of the catheter were flat and granular in texture, which is characteristic of tensile failure. The observed characteristics of the break as well as the observed tensile weakness in the returned catheter indicate the catheter most-likely failed due to excessive tensile (pulling) force. The product IFU states: ¿to minimize the risk of catheter breakage and embolization, the catheter must be secured in place.¿ a lot history review (lhr) of reds2336 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reds2336) have been reported from the same facility in taiwan.